Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose levels and infusion set with bent cannula. Blood glucose level at the time of the incident was 430 mg/dl and 335 mg/dl at the time of the call. Customer had symptoms such as difficulty breathing, thirst and nauseous. Customer treated with manual injections and bolus with insulin pump. Customer stated the infusion set kept bending and would not adhere at times. Customer was assisted with troubleshooting. It was explained to customer the proper preparation process and insertion techniques. The insulin pump is not expected to return.